Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 10-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the smart remote manager (srm) had failed. It was suspected that the large glass door, being heavy, may have caused the issue, when slammed shut by users, the weight of the door likely bounced on the srm and latch, possibly leading to door failures. A field service engineer (fse) had instructed the customer to close the door more gently. The fsr also inspected and replaced the latch assembly as a preemptive measure to help mitigate the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es experienced repeated smart remote manager failures. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.